Event description:
It was reported that the l-3b scooter will power up normally the first time, but the second time its powered off and on the green light will not light up. Have to disconnect batteries to get to work again.